Event description:
The clip on the extension cord was broken.

Manufacturer narrative:
A lot history review (lhr) of rexh2115 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.